Event description:
During product evaluation by baxter personnel, a flo-gard infusion pump experienced a constant, false downstream occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with a false occlusion alarm was discovered and confirmed during product evaluation by baxter personnel. This condition was caused by the pump's safety clamp gap being out of calibration. The door assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.